Event description:
The patient stated he has had several infusion set tubings that have separated at the luer connection over the last year. No physiological effects were reported. He stated that the inner tubing of the infusion set stays intact. He stated he changes the infusion tubing when he notices a separation. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.